Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 600i synchron access clinical system (dxc 600i) generated erroneous blood urea nitrogen (bun) and digoxin (dign) results. The erroneous results were not reported out of the laboratory. Customer reported that there was less than 1 ml of fluid on the cover under the cartridge chemistries sample probe. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted that reagent probe a was bent. The fse replaced the bent reagent probe. The fse also replaced the a/b reagent valve.